Event description:
It was reported that after three bursts of atp therapy for a tachy episode, the patients arrhythmia was not converted. The physician used external defibrillation to convert the patient. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.